Event description:
Event description guidant received information that intrinsic r-waves could not be obtained and a message of nr was observed with this pacemaker. A review of the daily measurements noted nr since july 3rd. Impedance measurements are good; however, capture could not be confirmed. The patient is asymptomatic, is not pacemaker dependent and has an intrinsic rate of 57bpm. A guidant technical services consultant suggesting programming the device to vvi/90ppm at maximum outputs and recommended a chest x-ray as lead dislodgement is likely. This pacemaker is included in the failure mode 2 population described in guidant's september 22, 2005 physician letter and december 12, 2005 advisory update.it was later reported that the lead had dislodged and was subsequently replaced. The pacemaker remains actively implanted.